Event description:
It was reported that material separation occurred resulting in sequela of the non-target embolization. Obsidio was selected for an embolization procedure to treat a distal gastroduodenal artery (gda) bleed. During the procedure, 0.2ml of obsidio was delivered using the standard delivery technique. After injecting a significant cast of obsidio into the gda measuring 2.5mm, a large piece of the cast material dislodged and embolized more than one non-target distal liver vessels. A follow up computerized tomography (CT) scan was performed. Sequela of the non-target embolization to the hepatic arteries occurred. Obsidio conformable embolic was used to complete the procedure. There were no interventions and no patient complications.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Good faith effort attempts were made to try and retrieve the device information and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that material separation occurred resulting in sequela of the non-target embolization. Obsidio was selected for an embolization procedure to treat a distal gastroduodenal artery (gda) bleed. During the procedure, 0.2ml of obsidio was delivered using the standard delivery technique. After injecting a significant cast of obsidio into the gda measuring 2.5mm, a large piece of the cast material dislodged and embolized more than one non-target distal liver vessels. A follow up computerized tomography (CT) scan was performed. Sequela of the non-target embolization to the hepatic arteries occurred. Obsidio conformable embolic was used to complete the procedure. There were no interventions and no patient complications. It was further reported that the vessel was within vessel size range. Obsidio was not deployed to the origin of the gda. Upon removal of the microcatheter, obsidio fragmented and migrated a good distance distally into gastroepiploic. The physician clarified there was not non-target embolization to the hepatic arteries. Coils were placed to finish the embolization of the gda.

Manufacturer narrative:
B5: describe event or problem: additional information correction to h6 patient codes (1): code updated from embolism/embolus to no clinical signs, symptoms or conditions correction to h6 impact codes (2): code serious injury/illness/impairment removed. B3: date of event: no date provided, used the first date in the month of the aware date. Good faith effort attempts were made to try and retrieve the device information and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that material separation occurred resulting in sequela of the non-target embolization. Obsidio was selected for an embolization procedure to treat a distal gastroduodenal artery (gda) bleed. During the procedure, 0.2ml of obsidio was delivered using the standard delivery technique. After injecting a significant cast of obsidio into the gda measuring 2.5mm, a large piece of the cast material dislodged and embolized more than one non-target distal liver vessels. A follow up computerized tomography (CT) scan was performed. Sequela of the non-target embolization to the hepatic arteries occurred. Obsidio conformable embolic was used to complete the procedure. There were no interventions and no patient complications. It was further reported that the vessel was within vessel size range. Obsidio was not deployed to the origin of the gda. Upon removal of the microcatheter, obsidio fragmented and migrated a good distance distally into gastroepiploic. The physician clarified there was not non-target embolization to the hepatic arteries. Coils were placed to finish the embolization of the gda. It was further reported that prior to the embolization with obsidio embolic, the target vessel was not embolized with any other embolic agent. The target vessel was embolized using a non-boston scientific micro catheter. The target vessel occluded within the expected area after embolization with obsidio confirmed via angiography. On (B)(6) 2025, the subject was discharged. It was further reported that no device deficiency or adverse event occurred during the index procedure. Hence, complaint has been withdrawn for the same.

Manufacturer narrative:
B5: describe event or problem: additional information.

Manufacturer narrative:
B5: describe event or problem: additional information. Correction to date of event: updated from (B)(6) 2025 to (B)(6) 2025. D6a: implant date: populated date. A6: race: populated race. B7: other relevant history: added other relevant history. Good faith effort attempts were made to try and retrieve the device information and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that material separation occurred resulting in sequela of the non-target embolization. Obsidio was selected for an embolization procedure to treat a distal gastroduodenal artery (gda) bleed. During the procedure, 0.2 ml of obsidio was delivered using the standard delivery technique. After injecting a significant cast of obsidio into the gda measuring 2.5 mm, a large piece of the cast material dislodged and embolized more than one non-target distal liver vessels. A follow up computerized tomography (CT) scan was performed. Sequela of the non-target embolization to the hepatic arteries occurred. Obsidio conformable embolic was used to complete the procedure. There were no interventions and no patient complications. It was further reported that the vessel was within vessel size range. Obsidio was not deployed to the origin of the gda. Upon removal of the microcatheter, obsidio fragmented and migrated a good distance distally into gastroepiploic. The physician clarified there was not non-target embolization to the hepatic arteries. Coils were placed to finish the embolization of the gda. It was further reported that prior to the embolization with obsidio embolic, the target vessel was not embolized with any other embolic agent. The target vessel was embolized using a non-boston scientific micro catheter. The target vessel occluded within the expected area after embolization with obsidio confirmed via angiography. On (B)(6) 2025, the subject was discharged.